Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman laa closure device & delivery system (wds) was selected for use. Transseptal puncture (tsp) was performed using the versacross connect system with the watchman sheath. After tsp, a pericardial effusion was noted on imaging. The physician aborted the procedure and performed pericardiocentesis to treat the effusion. There were no further complications, and the patient was discharged the next day. The patient will return at a later date to reattempt implant.